Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level was "high" (>400 mg/dl), while wearing the pod between 4 and 24 hours. They reported the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. However, the lg also reported the cannula was properly inserted in the patient's skin. Additionally, they reported when the pod was removed from the infusion site (abdomen), the cannula was found to be bent, and the pod was found to have been leaking insulin. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone15.4 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.